Event description:
It was reported that there was difficulty finding adequate placement with the right atrial (ra) lead during the lead replacement procedure. Technical services (ts) discussed mapping techniques and implant techniques. Ts suggested trying septal placement which had not been attempted yet. No further patient complications have been reported as a result of this event. The lead remains implanted and in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).